Manufacturer narrative:
First, the received ICD data were inspected. The analysis revealed the presence of noise with subsequent shock deliveries, as mentioned in the complaint description. Next, the lead under complaint was inspected. Upon receipt, the lead was found dissected in two segments at 11 cm distal to the is-1 connector pin. Both lead segments were received for analysis. The inspection of these lead segments revealed severe signs of wear in the region of the tricuspid valve. These damages can be considered to be the root cause of the clinical observation. Based on the characteristics and the location of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state as a result of the interaction with the tricuspid valve. Diagnostic images clarifying this assumption were not available for analysis. Further inspection revealed explantation damages i.e. The rv shock coil was found deformed. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 55 months, oversensing with inappropriate therapy was reported. The lead was removed, but not returned to biotronik. Apart from the shocks, no further adverse patient side effects have been reported.